Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
During intra-aortic balloon (iab) insertion, it was difficult to advance. It was noted that the guidewire insertion was fine. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing approximately 75.9cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
During intra-aortic balloon (iab) insertion, it was difficult to advance. It was noted that the guidewire insertion was fine. Replaced iab to continue therapy. No patient injury was reported.